Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button non-functional) has been confirmed. Upon investigation, the monitor response buttons weren't working. The front and rear response button switches were found to be physically damaged. The root cause for the damaged response button switches was excessive force on the response buttons. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons weren't working.